Event description:
Pump is malfunctioning. She states towards the end of her infusion, her curlin pump starts beeping and alerting her there is an error, but she states the line is perfect. She is requesting a new pump. Reported to (B)(6) by pt/caregiver.